Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The customer was advised to ensure that all pre-operative check-out list/tests has passed prior to beginning patient care. In addition he advised the customer that in an emergency situation ventilation could be started by bypassing the pre-operative tests. The anesthesia delivery system was tested to factory specification. It functioned normally and was returned to the customer. (B)(4). (Exemption #e2015032).

Event description:
The customer reported that when switching from manual to auto ventilate the a5 anesthesia delivery system displayed error message "auto ventilate failed". The patient was switched to another anesthesia delivery system and therapy was continued. No patient injury was reported. Additional questions were asked to the customer referencing the event and the patient information however the customer elected to not provide at this time.